Event description:
It was reported that the patient had a loss of therapeutic effect and a loss of bladder and bowel control. The symptoms occurred following an unrelated medical procedure of a root canal in mid-december. Following the root canal the patient¿s bladder and bowels got more erratic and the patient had constipation and this had a sudden onset. The patient took antibiotics during and after the procedure. Right before christmas the patient talked to their manufacturer representative and changed programs. The patient¿s symptoms got better, so they switched back to the initial program where they had good therapy for 2.5 months on. Currently the patient¿s peeing was not as good, but it was better than what it was following the root canal. The medication from the patient¿s bowel health care provider (hcp) was coming along too. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0fg25, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).